Event description:
The customer reported that the system was not getting any live images. The left monitor was going blank.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the snubber board (igbt) with a new one. He verified the dead time on the snubber drive, and the over-shoot of the generator. The system works as intended.